Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia (oaz). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oaz and similar past cases, omsc surmised that the reported phenomenon was attributed to the physical stress, the chemical stress, the poor condition of the storage cabinet such as environment exposed to the direct sunlight, high temperature, high humidity, or environment exposed to x-rays and/or ultraviolet-rays, and so on. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine maintenance of the subject device at the facility, it was found that the distal end of the subject device was leaked. Olympus (B)(4) found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection of the subject device for the repair. Also (B)(4) found that the locking ring inside the endoscope connector ad been missing. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon (coating peeling), and also found that this phenomenon was attributed to the deterioration. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.